Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment of a broken hanger assembly. Analysis also noted that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)'s hook was broken. The device was returned for service. There was no patient involvement. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.